Event description:
The m6sct device was returned to the manufacturer on 1/22/97.

Manufacturer narrative:
Note: this is the manufacturers follow-up report to provide product return status (section d9; h3;) evaluation results (section h3; h6).the manufacturers analysis and evaluation of the returned unit confirms the reproted problem. Based on this investigation the returned unit exhibited a tear in the central part of the pilot balloon. It is concluded that the tear occurred during handling and most likely, by a sharp instrument. The handling that caused the tear is not normal for the intended use of the device. A lot number review of the manufacturing and device history records shows all product was 100% inspected for inflation system integrity to release.